Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. The proximal neck was 18.4mm in diameter, the distal neck was 19.2mm in diameter, and the length of the proximal neck was 12.5 mm. It was reported that the patient¿s blood pressure dropped from 140 to 54 during ballooning of limbs. The main body and contralateral limb were deployed successfully with no complications. Post dilation with a reliant balloon was performed at the proximal neck and then the kissing balloon technique with reliant balloon was performed bilaterally starting at the flow divider all the way down to the distal limbs. At the last dilation on the right side, the patient¿s blood pressure dropped. A retrograde angiogram was performed on both iliac arteries to determine if perforation was present. No blushing or jetting of contrast was observed. The patient was stabilized by anesthesiologist and the contralateral limb was extended. Patient became unstable again with blood pressure dropping into 50's when closing and upon completion of procedure. The femoral arteries were then cut down on both sides (left was originally done percutaneous) and angiograms were done in thoracic aorta to determine if there was a wire dissection. No dissection was observed. An angiogram was done again to the proximal and distal graft, but no leak was observed. A run off angiogram was performed and no dissection was observed at the access on down the peripheral vessels. The patient was again stabilized and the incisions were closed and the case was completed. The following day the physician stated that the patient was not doing well, and had to have a covered stent placed in the ipsilateral limb. It was also noted that there was a large retroperitoneal bleed. The physician noted that the patient was more stable that morning, but may not survive. The following saturday the physician reported that the patient was more stable, but remained critical. There was reportedly a dissection of the right iliac with placement of the main body of device; and perhaps there was perforation of the graft with ballooning. It was noted that this was related to the device and procedure. It was also noted that the event had resolved. Additional information received reported that the reliant balloon function as intended and was never inflated while outside the stent graft. It was further reported that the patient died. Review of pre-implant cta¿s and 3d report confirmed that the patient's proximal neck flow lumen diameter was approximately 18-19 mm at the level of the lowest left renal artery. The neck contained areas of calcification and was angulated approximately 60 deg maximum a-p. The max diameter aaa was approximately 5cm and contained thrombus (4cm max flow lumen). The distal aorta was small (14 x 17mm) and calcified. The iliac arteries were non-tortuous but extensively calcified. The right common iliac artery diameter ranged from 9 -11mm, and the left common iliac artery diameter ranged from 9 -12mm. The cause of the events could not be determined from the films provided. Films during implant and post-implant were not available for review. It is likely that the severely calcified distal aorta and common iliac arteries may have contributed to the events. This may have also been user related

Manufacturer narrative:
(B)(4).